Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s son was following the patient's glucose values. The patient woke up 'with an urgent low' and he thinks that one of his family members, possibly his son, had contacted the paramedics. The paramedics checked a bg while the patient was unconscious, and it was below 32 mg/dl. No comparison cgm value was provided. The patient was given 'glucotron' [presumed to mean glucagon] and recovered. He did not need to be taken to the hospital. At the time of the report he was feeling normal and fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.